Manufacturer narrative:
The patient¿s age was reported to be ¿80¿s¿ (not further specified). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent, abdominal pain and pyrexia (fever). The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. On the same day, the patient began treatment for the event with cefazolin (ip) intraperitoneally, 1000 mg and tobramycin, ip, 30mg (frequencies and duration not reported). On the following day, the symptoms of abdominal pain and pyrexia were improved but the cloudy peritoneal effluent was still observed. The reporter stated, that the retraining for proper connect/disconnect technique method and aseptic technique was scheduled for an unspecified future date after the patient's recovery. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal/extraneal therapies were ongoing. No additional information is available.